Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. The 90% stenosed target lesion was located moderately tortuous and severely calcified in the distal left circumflex (lcx). Coronary angiography was performed and revealed lesion in proximal to mid lcx. After an unspecified guide wire was crossed the lesion, a 3.00mm x 15mm maverick²¿ balloon catheter was advanced for pre-dilatation however, the device was unable to cross. The catheter was removed and replaced with another maverick balloon catheter. The procedure was completed with implantation of an unspecified stent. No patient complications were reported and the patient status was stable. However, returned device analysis revealed balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with a carrier tube (hoop). There was contrast and blood in the inflation lumen and balloon and blood in the hub. The balloon was loosely folded. Microscopic examination of the shaft and balloon revealed a 9mm longitudinal tear from the proximal to the distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the balloon tear or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).